Event description:
No new information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 27 nov 2019. B5: no new information to report. D4: expiration date: 01 jan 2022. G4: 07 nov 2019. G7: follow up. H1: serious injury. H2: additional information, device evaluation. H4: 17 jan 2017. H6: method, results, conclusion. H10: manufacturer narrative. The reported device was received for evaluation with the abutment attached. Functional testing to recreate the reported event could not be performed due to the nature of the device and events. The reported condition of peri-implantitis could not be confirmed. A device history record (DHR) review was completed for the reported device. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported lot number for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
The doctor reported perimplantitis at tooth site 26, the implant was removed (B)(6) 2019. Another implant will be placed in 3 months.